Event description:
Caller reported that pump became hot to touch while it was charging using tandem supplies. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.